Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a bend in the lead body. This type of damage is consistent with repeated stress over time. The reported is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was attempted but unsuccessful implant due to unknown product performance issue. Additional information was obtained which indicated that the lead was attempted but unsuccessful due to lead bent or kinked. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was attempted but unsuccessful implant due to unknown product performance issue. Additional information was obtained which indicated that the lead was attempted but unsuccessful due to lead bent or kinked. The lead was never in service. No adverse patient effects were reported.